Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The suspected cause of the event was due to externalized conductors which were visually confirmed. Additionally, premature battery depletion was suspected on the device. The rv lead was capped and replaced, and the device was explanted and replaced to resolve the event.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.